Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This supplemental report is being filed to correct the entry in the b2: outcomes attrib to adv event, h6: patient codes and patient code description and additional MFR narrative.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to possible infection and erosion. The pocket corner was red but did not look infected. The physician opted to do a pocket revision to a sub-muscular location and cut out the thinning tissue. There were no additional adverse patient effects reported. The ra lead remains in service. Additional information received indicates that the right atrial (ra) lead was now explanted due to erosion and infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to possible infection and erosion. The pocket corner was red but did not look infected. The physician opted to do a pocket revision to a sub-muscular location and cut out the thinning tissue. There were no additional adverse patient effects reported. The ra lead remains in service.